Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The data of manufacture cannot be determined.

Event description:
Prior to use, a pin hole was confirmed on the tube. There was no patient involvement.